Manufacturer narrative:
Device analysis for ins nks725988h revealed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Event description:
It was additionally reported that the patient was not satisfied with the therapy and reported complaints about the device after implant. The ins would change settings and increase to 10.5 in all positions. The doctor had set the upper limit to 8v and the ins would still increase to 10.5v. This stimulation caused the patient to have falls. The doctor made several treatments which included a warranty ins replacement for improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) would ¿turn on and reset itself and it could turn on at 10.50¿ volts. The patient¿s physician that one possible reason the patient felt the ins was turning on and off was that the ins adaptive stimulation settings were ¿too sensitive while the patient was changing his position, especially when the patient lied down.¿ the patient¿s adaptive stimulation range was reprogrammed and ¿enlarged¿ as a result. The patient indicated the device was ¿causing him to twitch¿ and that he had experienced an incident where the ¿stimulation caused him to lose balance and he fell and hit his wife.¿ the patient reported that if he adjusted his adaptive stimulation settings for one position that it ¿sets it for all the other positions.¿ the patient¿s ins had reportedly been checked by a manufacturer representative, who ¿couldn¿t find any errors with it.¿ though it was indicated the representative ¿had trouble with programming the adaptive stimulation for multiple groups.¿ additional information from the manufacturer representative indicated the patient¿s physician felt the patient did ¿not always obey the medication orders¿ and was ¿changing his programming settings himself all the time.¿ it was reportedly decided to ¿fix the patient programmer¿ in order to confirm the result of the patient¿s setting changes at their next follow-up. It was noted the patient¿s trial ¿took all the pain a way¿ and that their current ins system¿s ¿pain relief wasn¿t as good.¿ the patient and his doctor ¿had determined that he needs implant replacement¿ and that ¿it would be replaced¿ according to the patient. Additional information from the patient¿s physician indicated the patient did receive ¿significant improvement after his implantation¿ and that the patient¿s ¿expectation was much higher than his improvement. The physician reportedly wanted to continue to observe the patient and adjust his medication and programming ¿to avoid unnecessary surgery for the patient.¿ it was noted that while ¿ins replacement was still an option for the patient,¿ the patient¿s physician was carefully considering it and had not performed it nor guaranteed it would occur. Additional information was requested; a supplemental report will be filed if additional information is received.